Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0157 competitor defib lead, (B)(6) 2003; 4469 competitor pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device experienced poor battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.